Event description:
No further information was provided. Materials: 20129e batch#: 23119256 it was reported by the customer that we have received a quality complaint on product sold to our customer. Please contact the customer and cc distributedquality@medline.com and lselk@medline.com on any future communication. Verbatim: rcc received a complaint via email. Email(s) attached. We have received a quality complaint on product sold to our customer. Please contact the customer and cc distributedquality@medline.com and lselk@medline.com on any future communication. Injuries or adverse event: yes item: 20129e quantity affected: (B)(4) ea serial/lot number: (B)(6). Po : 4516935508 are any samples available for return? Yes reported issue: lipid filter occluded, switched to new one and alarm for occlusion stopped. Customer disposition request: replacement additional information received on 20-feb-2024 morning, I am following up from a quality complaint on product sold to our customer. Please respond accordingly with the RMA number, if necessary, and the disposition of the concern. Please contact the customer and cc me on any future communication laura selk good morning, the event date was 02/03/24 and I will be shipping out the sample today. While the event occurred while in use with a patient no serious injury/harm was done. , (B)(6).

Manufacturer narrative:
The customer reported that the filter occluded. One sample model 20129e was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd primary set and primed with 85% glycerin / 15% water. An infusion run was started at a rate of 1ml/hr for 24 hrs. There was no observation of fluid blockage. The customer complaint was unable to be replicated. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. Although the issue was unable to be replicated and the root cause is unknown bd is looking at opportunities to improve the filter function to alleviate this failure in the future. A device history record review for model 20129e lot number 23119256 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris extension set was occluded. The following information was received by the initial reporter with the following verbatim reported issue: lipid filter occluded, switched to new one and alarm for occlusion stopped.

Event description:
No additional information was provided. Materials: 20129e batch#: 23119256. It was reported by the customer that we have received a quality complaint on product sold to our customer. Please contact the customer and cc distributedquality@medline.com and lselk@medline.com on any future communication. Verbatim: rcc received a complaint via email. Email(s) attached. We have received a quality complaint on product sold to our customer. Please contact the customer and cc distributedquality@medline.com and lselk@medline.com on any future communication. Injuries or adverse event: yes. Item: 20129e quantity affected: 1 ea serial/lot number: (B)(6). Po : (B)(6). Are any samples available for return? Yes. Reported issue: lipid filter occluded, switched to new one and alarm for occlusion stopped. Customer disposition request: replacement. Additional information received on 20-feb-2024. Morning, I am following up from a quality complaint on product sold to our customer. Please respond accordingly with the RMA number, if necessary, and the disposition of the concern. Please contact the customer and cc me on any future communication. (B)(6). Good morning, the event date was 02/03/24 and I will be shipping out the sample today. While the event occurred while in use with a patient no serious injury/harm was done. , (B)(6).

Manufacturer narrative:
The customer reported that the filter occluded. One sample model 20129e was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd primary set and primed with 85% glycerin / 15% water. An infusion run was started at a rate of 1ml/hr for 24 hrs. There was no observation of fluid blockage. The customer complaint was unable to be replicated. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. Although the issue was unable to be replicated and the root cause is unknown bd is looking at opportunities to improve the filter function to alleviate this failure in the future. A device history record review for model 20129e lot number 23119256 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.